Event description:
The needle broke while it was being withdrawn and rested 1 cm under the skin of the patient. There was no bone contact. The patient received total anesthesia before the needle part was removed.